Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Boston scientific technical services (ts) was consulted and discussed reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service.